Event description:
It was reported that this inflatable penile prosthesis (ipp) has never functioned properly. The patient stated that the device was partially inflated following surgery. During his post-operative follow-up, the physician deflated the device and recommended cycling the implant. However, upon returning home, the patient was unable to cycle or inflate the device despite multiple attempts. He noted only a suction-like noise when pressing the pump. The patient sought assistance from both his physician and a registered nurse, but neither was successful in inflating the device. The device remains implanted, and a revision surgery would be performed, although it has not yet been scheduled. No additional information reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) has never functioned properly. The patient stated that the device was partially inflated following surgery. During his post-operative follow-up, the physician deflated the device and recommended cycling the implant. However, upon returning home, the patient was unable to cycle or inflate the device despite multiple attempts. He noted only a suction-like noise when pressing the pump. The patient sought assistance from both his physician and a registered nurse, but neither was successful in inflating the device. The device remains implanted, and a revision surgery would be performed, although it has not yet been scheduled. No additional information reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.